Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt hypoglycemia symptoms and was weak with loss of speech. Emergency medical services (ems) was called and when paramedics arrived they determined her bg finger stick was 2.0 mmol/l and the cgm value was showing 5.6 mmol/l. They treated her with IV fluids containing potassium and vitamins, presumed to refer to IV fluid containing electrolytes, and gave her slow-acting carbohydrates, crisps and a sandwich to eat. After treatment her condition stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.